Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was dropped and it had bounced on the tile floor. The customer also reported that earlier in the morning their blood glucose levels were over 500 mg/dl. They had removed and replaced the infusion set. They treated the high blood glucose with a bolus and their blood glucose went down a bit but the insulin pump kept saying no delivery. The customer noticed there was a huge crack where the battery cap screws in. The reservoir compartment had a piece missing. The o-ring looked like it was coming out. It was noted in troubleshooting that the infusion set's cannula was bent. The customer reported that they already had a replacement insulin pump. The device was not returned for analysis.